Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor and pump. There was no reported impact to the customer¿s blood glucose level. Customer had already reset pump on date of issue, and technical support later provided full pump reset guidance, reviewed items to check after reset including changes to insulin on board and maximum hourly bolus, confirmed error did not recur after reset, and supported customer in successfully starting new sensor session.